Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and met all release criteria. The physician unscrewed the closure device from the core wire and the device was successfully implanted in the laa of the patient. After all the devices were removed from the patient, it was noted that there was a pericardial effusion. The patient remained stable, and the physician performed a pericardiocentesis. The patient remained stable through this and was sent to recovery to be monitored overnight with the pericardial drain still in place. The drain was removed the next day and the patient was discharged from the hospital fully recovered.